Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states the enteral feeding pump had no audible sounds during testing. No patient was involved. No further information available.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states, ¿no audible alarm". The unit was triaged and the reported issue could not be confirmed at this time; unit had audible alarms. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.